Event description:
Writer noted IV fluids leaking on linen, and PICC dressing saturated with infusing fluids and blood. Writer noted extension hub slightly loose, tightened it. Notified charge nurse immediately. Charge nurse notified clinical assistant(ca) stat. Ca and writer at bedside, ca changed PICC dressing under sterile conditions. Shortly after new dressing applied, writer noted dressing started to saturate with fluids/blood again gradually. Writer notified charge nurse again and extension tri-fuse tubing changed. Ca at bedside recommended to change extension set for PICC line as well. While flushing extension set, ca noted leaking on the actual PICC line catheter plastic hub and visible crack noted. PICC line removed and new peripheral access obtained. Impact of incident: PICC line have to be removed and peripheral IV have to be started to continue infusion.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Writer noted IV fluids leaking on linen, and PICC dressing saturated with infusing fluids and blood. Writer noted extension hub slightly loose, tightened it. Notified charge nurse immediately. Charge nurse notified clinical assistant(ca) stat. Ca and writer at bedside, ca changed PICC dressing under sterile conditions. Shortly after new dressing applied, writer noted dressing started to saturate with fluids/blood again gradually. Writer notified charge nurse again and extension tri-fuse tubing changed. Ca at bedside recommended to change extension set for PICC line as well. While flushing extension set, ca noted leaking on the actual PICC line catheter plastic hub and visible crack noted. PICC line removed and new peripheral access obtained. Impact of incident: PICC line have to be removed and peripheral IV have to be started to continue infusion.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Writer noted IV fluids leaking on linen, and PICC dressing saturated with infusing fluids and blood. Writer noted extension hub slightly loose, tightened it. Notified charge nurse immediately. Charge nurse notified clinical assistant(ca) stat. Ca and writer at bedside, ca changed PICC dressing under sterile conditions. Shortly after new dressing applied, writer noted dressing started to saturate with fluids/blood again gradually. Writer notified charge nurse again and extension tri-fuse tubing changed. Ca at bedside recommended to change extension set for PICC line as well. While flushing extension set, ca noted leaking on the actual PICC line catheter plastic hub and visible crack noted. PICC line removed and new peripheral access obtained. Impact of incident: PICC line have to be removed and peripheral IV have to be started to continue infusion.